Event description:
Event description guidant received information that oversensing on the rate/sense and shock channels were noted with this implantable cardioverter defibrillator (ICD). The oversensing caused pacing inhibition. Several nonsustained episodes were stored with one that showed an inappropriate shock delivery.